Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Analysis was normal. No anomaly was found.

Event description:
It was reported that a merlin.net transmission showed oversensing due to noise and decreased r-wave amplitudes. Patient was brought into the clinic and for further evaluation and lead dislodgement was noted. The lead was explanted and replaced.